Event description:
It was reported that during a prostate procedure the laser failed. The moxy fiber that was used could no longer be utilized to complete the procedure. Procedure outcome: procedure "not completed due to the event" reported. There was no further information reported.

Event description:
"Due to the failure of the machine they could not continue with the moxy fiber. They had to switch from laser to turp."